Manufacturer narrative:
Device has not been returned to the manufacturer, therefore, product evaluation is not possible. Unable to determine the cause of the event.

Event description:
Date of implant: 2005. It was reported that a patient underwent a surgical procedure with implantation of the tenor spinal system. Approximately 1 month post-op, the patient complains of "disorders". X-rays reportedly revealed one fractured screw, approximately 11 months post-op. Patient underwent revision surgery to remove and replace the fractured screw. No patient complications were reported.